Manufacturer narrative:
(B)(4): the device reported, (B)(4) is an abbott product that is marketed internationally which is the same or similar to a device, list number 55239, that is marketed domestically.

Event description:
Same case as 1527460-2010-00164. The complainant reported an under-delivery. The intended amount was 165 ml to be delivered over 1 hr; however, the actual amount delivered was approximately 2% per visual assessment.